Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken lower hinge door assy with keypad keypad recall completed. Replaced broken bezel assy harness wire, and broken ail sensor right side. Replaced corroded right, left iui. A review of the device history record showed the device had a manufacture date of 04/17/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged of the kit, door assy 8100bd. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues. CAPA #: ca-2015-0195 for lvp bezel lower hinge shroud. CAPA #: ca-2014-0284 for lvp air in line.

Event description:
The customer reported the device has a broken door and the cable is broken going from the door to the pump. No patient involvement.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device has a broken door and the cable is broken going from the door to the pump. No patient involvement.